Event description:
According to the implant operative report, the valve was implanted in a patient with mitral insufficiency, massive right ventricular failure, severe pulmonary hypertension, atherosclerotic cardiovascular disease and unstable angina, CABG x3 was also performed. According to the death certificate, the patient expired in 2004. The cause of death was listed as ring abscess and partial dehiscence of the mitral valve. No additional information will be received.